Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that air was observed in tubing between the bag and cassette and the cassette in air filter of a cadd® administration set. The dose started at 1000 hours and at 1009 hours the pump alarmed "air in line". The patient was unable to hear the alarm, and a home visit was made at 1100 hours. Upon arrival is when the air was noticed in the tubing. The tubing was then primed to remove air, and infusion resumed at 1116 hours and finished by 1307 hours without further issues. No injury was reported.